Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer experienced low blood glucose. The blood glucose reading was 54 mg/dl. It was unknown how the customer was treated for their low blood glucose. The customer's mother also reported that the insulin pump did not alert when the customer was experiencing low blood glucose. No harm requiring medical intervention was reported. The pump will not be returned for analysis.